Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The ventilator was investigated on site by our field service engineer and according to information the ventilator had an excessive leakage error caused by the non-activation of the expiratory-valve. Review of the provided photos confirms that the ventilator also failed o2 cell test. Further investigation revealed both expiratory channel and o2 cell to be defective and in need of replacement. A quote has been sent to customer for replacement of the faulty parts. However, despite several reminders, we didn't receive the confirmation of part replacement nor the part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. The expiratory channel pcb is a part of subsystem breathing bre. Main functions are responsibility for the patient treatment, i.e. How to regulate/measure the expiratory gas flow, it hold all the electronic connections to and from the expiratory cassette, it controls the expiratory valve as well. Moreover, it can control the safety valve in some situations, however other subsystem control the safety valve. In addition, it holds the electrical connectors for the expiratory and inspiratory pressure transducer pcbs. The expiratory channel pcb includes a memory backup battery. The system software must be re-installed when this pcb is replaced. The o2 concentration is measured by an o2 cell. The o2 cell is mounted in a housing on the inspiratory channel and is protected by a bacteria filter. S20015 o2 gas module o2 cell turbine module o2 air maintenance, including exchange of bacteria filter, is performed according to the user´s manual. The o2 cell gives an output voltage proportional to the partial pressure of oxygen inside the inspiratory pipe. At constant ambient pressure this output is proportional to the o2 concentration in percent. The life time of the cell is affected by the o2 concentration. With a concentration (at the cell) in % and expected cell life time in hours the following applies at 25 ºc (77 ºf): expected cell life time = o2 conc (%) x time (h) = 500 000 (%hours) the o2 cell is automatically calibrated each time a pre-use check is performed (if o2 is connected to the system). If the system has been in use continually for a long time, the measured o2 concentration may drop due to normal degradation of the o2 cell. This will activate a nuisance alarm.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).